Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune like symptoms. (B)(4).

Event description:
It was reported via mw5085203 that a female patient underwent unknown type breast surgery with unknown gel on one side and with 275cc mentor memorygel breast implant on the other side. Now this patient was presented with 37 autoimmune like symptoms. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s side implanted with unknown device..